Event description:
Received a report of intravenous fluid leakage at the cassette. The reporter states that the tubing had primed without difficulty and the cassette was placed into the pump and the pump was turned to run. The clinician "saw the tubing fill with air distal to the cassette." The pump continued to pump. No alarm sounded since the air was distal to the cassette. The clinician turned off the pump and got another tubing set. Before opening the pump door, 3-4 drops of fluid were noted to be coming down the tubing. The cassette was removed from the door and fluid was noted to be leaking from the front of the cassette, just before the fusion of the hard plastic and the tubing. The fluid infusing was d5.45ns with 10meq kcl and 4gm mg. Additional pt info was requested, but no further info was available.

Event description:
Additional info regarding this complaint was received from the user facility as follows: the clinician "saw the tubing fill with air distal to the casstte." The air entered distal to the air sensors.